Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained.

Event description:
The consumer reported that the reagent solution from the binaxnow covid-19 antigen self-test came into contact with their eye on (B)(6) 2022. The consumer stated they were feeling well. The consumer confirmed there was no harm due to the reagent exposure.